Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e3, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit but was unable to reproduce the issue. No event logs were available for review. The fse replaced the scroll compressor (d119-00-0236) with the filters, also replaced the two pressure transducer (d682-00-0091-01) as precaution and recalibrated. The unit passed all functional and safety tests in accordance with the manufacturer's specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) (B)(6). The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0119-00-0179 compressor, scroll serial number (B)(6), part number 0682-00-0091-01 pressure transducer serial number n/a, part number 0682-00-0091-01 pressure transducer serial number n/a. These parts were received with a reported unit failure of, gas loss alarm- not giving helium level. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed part number 0119-00-0179 compressor, scroll serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the compressor to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The compressor passed testing. The fat dept. Could not replicate the complaint of gas loss alarm and the fat dept. Verified the healing level was observed on the display. The fat then installed (2) part number 0682-00-0091-01 pressure transducer serial number n/a. The fat dept. Performed the 30 psi calibration and calibrated the regulators. Both calibrations passed testing. The fat dept. Performed an autofill to allow the cardiosave to pump. The cardiosave pumped for two hours. The fat dept. Could not replicate the complaint of gas loss alarm. The helium level was also observed. The transducers passed testing. The fat dept. Could not replicate complaint of gas loss alarm and no giving a helium level. All parts passed testing. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium error and not giving helium level. No patient involvement reported.